Event description:
It was reported that the handpiece began leaking a bloodlike oil in spd. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device leaking was duplicated. Based on the investigation details, the likely cause was problems with asic motor controller, which was replaced along with other components.